Event description:
The customer reported that the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.